Event description:
Same case as MDR #6000093-2006-02683 and 6000093-2006-02682. It was reported that during a coronary drug eluting stenting treatment procedure, there was a dissection. The physician implanted three taxus express2 drug eluting stents sizes 2.5x24mm, 2.5x24mm and 3.0x24mm in the right coronary artery (rca). Following placement, the physician noticed a dissection in the distal rca. The physician used another 2.25x24mm taxus express2 stent and attempted to place the stent in the distal rca, but "it is failure because the strut of this taxus hooked by the other taxus 2.25x24mm". Then the physician used a quantum maverick balloon size 2.25x12mm at 20 bar. Next, the physician tried using another 2.25x24mm taxus express2 stent, but still was not able to cross the previously implanted stents. Finally, the physician "aborted this case". There were no patient complications and the patient condition was reported as "ok".

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.